Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after changing set. The customer's blood glucose was 556 mg/dl. The customer stated she has to keep changing sets and alarms keep going off. The troubleshoot was performed. The customer stated indicate that she had high blood glucose and no delivery during a bolus. Customer states they have tried all remedies. The customer was advised that the insulin pump will need to be replaced and was advise to check infusion sets as that is the reason why no delivery alarms occur. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.